Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. Device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a unit fill cannula, the water exited the infusion set during the unit fill cannula delivery. No prime/fill anomaly noted. The test reservoir volume matches the unit left on the insulin pump status screen. Device uploaded properly using care link. Device trace download confirmed that the customer manually programmed the temp basal. The customer also manually programmed and delivered the unit bolus. Device was also monitored with a basal profile for three days. No unexpected bolus delivery anomaly, bolus anomaly, basal anomaly total daily dose anomaly noted during testing. Device had minor scratched display window and a scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's care giver that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer sued glucose tablets to treat the low. The caller stated the customer's daily total insulin increased by about 6 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.